Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation, "pain in right upper arm", and "gall bladder removal that is believed to be due to implant." Patient additionally reported the following events which are not device-related, "smell of mold or fungus, severe headache, gastro problems, fibromyalgia, joint pain". Device remains implanted.